Manufacturer narrative:
Analysis found no damage to the packaging to indicate a cause. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 11 ohms, red [w/white band] 17 ohms, blue 17 ohms, and blue [w/white band] 13 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. There was no evidence of improper manufacturing therefore has been ruled out as a likely cause. The product information and instructions and user manual provides contraindications and warnings that identify reasons why a user may experience reduced or eliminated emg responses to direct or passive neural stimulation such as; paralyzing agents / lubricants / sprays, neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli, deep anesthesia, which may suppress neuroelectrical activity, electrode placement, insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small, and displacement during the procedure when rotating, flexing, or extending the patient¿s head and neck. In the returned condition, there was no out of specification condition that is likely related to the complaint. The most likely underlying cause is consistent with, misuse / use error. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when the probe was stimulated during a thyroid procedure, it did not respond, and when a different tube was reinserted, it responded. Therefore, malfunction of the tube was suspected. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. On follow-up, it was reported that there were no visual and/or audible indicators that alerted the user of the issue and no error codes displayed. It was noted that it was the initial use of the tube. There was no patient or staff impact.